Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation. The cause of this condition was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition.

Event description:
During product evaluation by baxter (B)(4), a colleague infusion pump experienced a fail code 812:02 and caused an interruption of delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.